Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product analysis indicated that the allegation against the lead was confirmed. Wire insertion test showed that there was a blockage due to foreign material. A visual inspection of the foreign body showed that it was likely an agglomerate of blood or body fluid and polymer from the lead or guide wire interaction.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not successfully implanted as the whisper wire was unable to passed through the distal end of the lead. However, it flushed well without difficulty to the tip of lead. This lead was never in service. No adverse patient effects were reported.